Manufacturer narrative:
Patient information not available for reporting. Report is report is for one (1) unknown pfn sleeve. UDI: part number unknown, UDI unavailable. Device is an instrument and is not implanted/explanted. Hospital contact phone number - (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2016, during proximal femoral nail (pfn) surgery, the surgeon experienced issues when drilling the distal locking bolt through the green sleeve assembly and the 125 degree aiming jig for pfna whereby the drill bit was reported to have been catching on the nail once through the near cortex. A 4.9 mm locking bolt was inserted once the bone was drilled. The next day, the surgeon reviewed post-operative x-rays and found that the locking bolt had missed the aperture of the nail, thus the nail was not locked distally. The patient returned to the operating room on (B)(6) 2016 and the distal locking bolt was removed and a new bolt was inserted through the nail. This report is report is for one (1) unknown pfn sleeve. This is report 4 of 5 for (B)(4).